Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges chair continued past point when button released causing a fall. Alleges customer was unable to get up and was assisted by fire department and paramedics.

Manufacturer narrative:
The device was repaired in the field. The technician discarded the old parts immediately after repairing. Therefore, there are no parts to evaluate. The device is working properly.

Event description:
Alleges chair continued past point when button released causing a fall. Alleges customer was unable to get up and was assisted by fire department and paramedics.